Event description:
An affiliate reported that a male pt underwent angioplasty of a lesion in the common femoral artery. The access site was the left brachial artery. The lesion was described as moderately calcified (rate of stenosis unk). The reference vessel was severely tortuous. When the 6.0 x 40 smart control, iliac was delivered to the lesion through the 67 sheath (shattle sheath/cook), there was a resistance with the sheath at the subclavian artery. The physician used force to advance the product causing the stent to become partially released. The product was removed from the pt without difficulty, and another stent was successfully implanted. There were no adverse consequences reported, and the device had been returned for eval.

Manufacturer narrative:
Add'l info will be provided within 30 days of receipt.